Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette was tested twice for volume accuracy on a cadd-legacy one ambulatory infusion pump (MFR report: 3012307300-2020-00498). It was reported that when the pump was received back from repair for damage to the lcd display, it was tested for volume accuracy with a reading greater than 6%, and that subsequent testing was then performed with additional cassettes. Per reporter a total of thirteen cassettes were tested over several days with the percentage error between 10-14%. There was no patient involvement.

Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. The sample returned was received in used conditions inside of a plastic bag, with their original opened packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination according (B)(4). No discrepancies were detected on the housing nor arch height in the samples, only one piece has a pronounced arch upwards. The customer's reported problem was confirmed. According to the investigation, the most probable root causes is that the arc height was not proper assembly. In order to awareness personnel for acceptable arch height criteria, quality and production personnel was trained. The problem source of the reported problem is manufacturing.